Event description:
It was noted the patient died approximately 10 months after device implant. Follow up later revealed the cause of death was right middle cerebrovascular accident.

Event description:
It was noted the patient died approximately 10 months after device implant. The cause of death has been requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.